Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap excision of lesion of uterus. According to the reporter: during the case, the connecting part (not the sealing part) there was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.